Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as 2134265-2016-04779. It was reported that a perforation and pericardial effusion with tamponade occurred. The patient underwent a left atrial appendage (laa) closure procedure. The transseptal site was noted to be ideal with a nice low and posterior puncture site. A watchman access system (was) was positioned in the laa and a 27mm watchman closure device was fully deployed. The device was in a good position within the laa however, despite appropriate sizing, was not stable/anchored and failed the tug test. A full recapture was performed successfully. They checked for effusion and there was no effusion present at the time. They opted to use a 30mm watchman closure device for a more stable deployment. The pigtail was re-introduced and the was was repositioned within the laa just shy of the 30mm marker band. The 30mm watchman closure device & delivery system (wds) was advanced and locked into position. The feet of the closure device were positioned no more than 1mm past the marker band on the wds to utilize some of the extra space at the tip. They ensured position and the feet looked good before deployment. During deployment it was noted on fluoroscopy that the feet had advanced slightly beyond the initial position. It was confirmed on transesophageal echocardiogram (tee) as well that the device was more distal than desired. Due to the position, they decided to do a partial recapture and pull the system back 2mm and redeploy. A contrast injection in the new location showed contrast going into the pericardium. It was noted on tee that there was an effusion, just as the patient&#62688;pressure started to drop. Heparin was reversed with protamine. The device was fully recaptured and the wds and was were both removed from patient; the laa closure procedure was aborted. Chest compressions were performed. A pericardiocentesis was performed on the patient and 125cc of blood was initially withdrawn and the patient stabilized. The drain was left in and they waited for the protamine to take effect to see if it would clot on its own and seal up the hole. Shortly after, it was noted that the effusion was re-accumulating and there was a clot on the pigtail. The patient&#62688;pressure began dropping slightly again. They were able to draw some more blood and the patient was once again stable. The patient was prepped and was transferred to the or in stable condition. The surgeon performed a mini lateral thoracotomy with a quick suture of a small tear at the apex of the appendage. The patient did well during the surgery. The next day the patient was still doing well.